Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative pain."

Event description:
It was reported that patient underwent initial left total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a revision procedure due to pain on (B)(6) 2015. The modular head and stem were removed and replaced and a taper adapter and liner were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.